Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm, no unexpected battery power loss anomaly and no motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple alarms. The customer¿s blood glucose level was 149 mg/dl at the time of the incident. The customer reported an off no power alarm without the low battery alert warning. Customer stated that the battery has not been previously used and the off no power alarm was recurring. Customer also reported that the insulin pump had a motor error and failed battery test alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that failed battery test alarm was resolved by battery replacement. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.